Event description:
After an implantation period of approx. 1 month, oversensing on the ventricular channel was observed. The lead was explanted. Furthermore, the associated ICD was explanted after an implantation period of approx. 22 months.

Manufacturer narrative:
The ICD and the lead were received for analysis. Plexa promri s 65 the returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in accordance with specifications and free of defects. Acticor 7 dr-t df4 promri the returned ICD first underwent a status interrogation. The device status was bos, four charge processes had been registered. The connection system of the defibrillator was mechanically examined. The screws showed no anomalies. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the standard defined dimensions. The lead clamp impression at the threaded pin df4 llhh rv was weakly marked. The device was otherwise inconspicuous. The memory content of the ICD was analyzed. Matching the clinical observation, the check of the available iegms showed interference signals in the right-ventricular channel. The signal sensing of the device was then tested, which turned out to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be inconspicuous. The manufacturing processes of the ICD and the lead were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, the device memory data and the therapeutical functionality of the ICD were thoroughly analyzed. During the analysis of the device memory data, the clinical observation was confirmed. Interference signals were detected in the right-ventricular channel in the available iegms. However, both the ICD and the lead proved to be fully functional during the analysis. There were no indications of a malfunction. There was no material defect or manufacturing error.